Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s pump alarmed for failed battery test after replacing battery timely in manner. Customer also reported that screen is looking like a rainbow without battery cap. Customer¿s blood glucose was 186mg/dl at time of incident. Troubleshoot was performed for failed battery test alarm. Customer advised to replace the battery cap. Insulin pump was not return for analysis.